Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that there was chamber instability with audible cassette clicking sound during surgery. The surgeon recently broke capsule because of trampolining of the chamber. The procedure type was unknown. It was not known whether the surgery was completed. There was no information about current patient condition. Additional information has been requested but none received till date.

Event description:
Additional information was received that the events happened during quadrant mode of cataract surgery (with intra ocular lens implantation) of right eye of an adult male patient. The surgeon had to perform anterior vitrectomy as surgical intervention to complete the surgery. There was patient harm but current patient condition has been requested.

Manufacturer narrative:
Additional information provided in a.3a., a.2., b.1., b.2., b.3., b.5., d.10., h.6. Corrected information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. No sample has been returned for evaluation. A video of the operation displaying the eye was provided; however, the video was blurry and did not help to determine root cause of the customer's reported event. Without a physical sample the condition of the product could not be verified. Visual inspection or functional testing could not be conducted in order to ascertain the failure mode for the consumable device. The root cause of the customer's complaint could not be established as a sample has not been received and the condition of the product could not be verified. Without analysis of the sample, it is not possible to isolate the root cause. As the root cause is unknown, the relationship, if any, of the device to the reported incident cannot be determined. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.